Event description:
A report was received that the pt had an infection at the pocket site. The pt's symptoms include pus and wetness at the pocket site. The physician cleaned and washed out the pocket site, and had the pt on IV antibiotics. The pt reported receiving rash all over her body from the antibiotics that were prescribed. The pt was reported doing well after the pocket site was cleaned out.